Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to moisture damage on the force sensor resistor. There was no unexpected restart alarm noted after the battery change. There was no damage on the c13 on the interface board noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had an unexpected restart alarm on the insulin pump when he was changing the infusion set. Customer's blood glucose was 114 mg/dl. Customer also had a compromised force sensor system alarm. Customer stated that the unexpected restart alarm was recurring during normal pump use. Customer was advised that the pump will need to be replaced. It was explained that the force sensor has gone out. Customer was advised to not use the pump.